Event description:
Manufactoring received a report from a dealership that a user of a scooter was hospitilized after she fell from the scooter. The user alleged that the scooter accelerated as she was descending a hill. Initial evaluation by the manufacturer found no malfunction of the equipment. The owner's manual for this device clearly warns users not to traverse a slope of more than nine degrees.